Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on radius side assessed, as fold flaw opening. Two opening observed, on posterior side assessed, as fold flaw opening. Two opening observed, on anterior side assessed, as a surgical damage. And missing shell assessed, as inconclusive. Additional observations: creases were observed. Wear abrasion observed. Yellow particles observed, on the surface of the shell. Stress marks observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side hole. Nonspecific via an rga form.